Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 29mm sapien 3 ultra resilia valve was to be implanted in the aortic position via right-transfemoral approach. The 16fr esheath+, commander delivery system, and valve were prepared per IFU. Pre-expansion tool was used on the sheath. The sheath was inserted into the patient at the steep angle without difficulty. The loader was able to be fully inserted into the sheath. However, the delivery system and valve became stuck in the strain relief of the sheath during advancement. The valve strut was bent back. All of the devices were removed as a unit. Upon device removal, it was noted that the valve partially perforated through the strain relief of the sheath. Perceived root cause of the event is the possible angle of the sheath upon insertion of the delivery system. A new 16fr esheath+, commander, and 29mm sapien 3 ultra resilia valve were prepared. The valve was successfully implanted. No harm was done to the patient, and the patient left the procedure in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and added h10 related report number. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported esheath+ puncture was unable to be confirmed. Available information suggests procedural factors (steep insertion angle, valve caught on sheath, high push force) likely contributed to the event as the perceived root cause of the event was "angle of sheath upon insertion of delivery catheter," and it was reported that the valve strut punctured the strain relief. Damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push forces coupled with non-coaxial advancement trajectories can lead to sheath puncture due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.